Event description:
According to the reporter, following the implantation of the mesh, the patient presented with multiple ongoing gastrointestinal and systemic symptoms. The abdomen appeared deformed with visible bumps and hollows. The patient reported persistent tinnitus and significant fatigue, described as near-constant exhaustion. Digestive issues were prominent, including severe transit disorders characterized by frequent diarrhea and occasional constipation, along with nearly constant digestive cramps. The patient experienced significant abdominal pain, often described as stabbing and occurring throughout the abdomen, with persistent pain in the upper right area. Additional symptoms included pain around the navel and pressure across the upper abdomen beneath the chest that compressed the stomach, interfered with digestion, caused reflux, and sometimes restricted deep breathing. This pressure occurred at rest and consistently worsened with walking. The patient also reported very painful stomach cramps and a sensation of heaviness or pressure in the lower abdomen, leading to continuous discomfort that occasionally became severe. The patient further reported itching on the abdomen accompanied by the appearance of brown, burn-like spots on the skin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.